Event description:
On 4/10/2024, it was reported by an arthrex subsidiary employee via email that an ar-2372blo knotless ac tightrope open repair implant had broken two weeks post operations. This was discovered during a post-operation x-ray on 4/1/2024. The tightrope part had broken or stretched, and the collarbone had jumped. No further information was provided. Additional information received on 4/17/2024: due to the implant failure, the patient's collarbone dislocated. There patient is not scheduled for revision surgery at this time.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.